Manufacturer narrative:
Based on the images, videos and specified info provided, it is supposed that unfavorable detachment environment on the site caused the failure detachment. As devices were not sent back, we can not perform further analysis to comfirm the specific cause of the failure.

Event description:
During case the physicians deployed 2 successful coils into aneurysm with no issues. On third coil, the physicians had detachment zone of coil properly lined up, and heard the 3 beeps for successful detachment, physician pulled back as well to make sure detachment occurred and during that time nothing was seen so successful detachment was assumed. When pulling out microcatheter the physicians realized coil was not detached and at that point physician tried to move coil but it was not able to advance or pull back, almost stuck. Finally when the detachment zone was past marker the end of the coil popped out leaving a tail in the vessel. An lvis jr 3.5x14 was placed to tack the coil down. This adverse events was due to coil did not detach properly and resulted in tail of coil in ica vessel and a stent was needed to tack it down, and there is no death or injury involved in this case.